Event description:
It was reported that patient experienced two infusion sets bent cannula issues, which led to high blood glucose level (32.8 mmol/l) and was treated with by correction injection via multiple daily injection event on (B)(6) 2026. The site of insertion was on abdomen. The infusion set was in use for thirty two hours. The patient replaced infusion set and resumed insulin deliveries successfully.

Manufacturer narrative:
MDR 3003442380-2026-41186 / initial 2 of 2. E1: name: tandem. Street:11045 roselle street. City: san diego. State: ca. Zip code:92121. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.